Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer called technical support engineer (tse) and stated that they were getting 48250 errors at power up. Tse explained that the errors are related to the endoscope controller (ec). Customer stated that the video processor (vp) and ec had blue leds. Previously to the call customer had power cycled and an emergency power off (epo) of the entire da vinci system. Fse suggested to powered the system down and cycled the vp main breaker again. Customer verified that the orange fiber cable was tight and secured between the vp and ec. The system still powered on with the 48250 errors. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found error 48250 on startup pointing at the endoscope controller (ec). Fse replaced the ec and it fixed the issue. Logs are cleared of errors. Fse completed 5 restarts to ensure no associated errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to pinged error 48250 at start up. The ec was installed into the golden system, where was set to run video test, 10 power cycles and sitting idle for one hour. However, error 48250 was persistent on screen, replicating the original complaint. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.